Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer's blood glucose was 179 mg/dl. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap appears to be normal and he did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime due to faulty force sensor. No prime alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.